Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap and battery compartment were damaged, and that there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings:investigation revealed that the battery cap threads were stripped and the battery cap was unable to maintain electrical connection. The returned battery cap was unable to attach properly to a test pump. A test cap was used to complete investigation. Investigation revealed that the battery compartment was cracked, and the crack was covered with glue or epoxy. The battery compartment was found to be leaking at the crack, and there was evidence of moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).